Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (500 mcg/ml at 316.39 mcg/day) via an implanted pump. It was reported the patient had wound dehiscence due to the staples being removed too early. The wound was tested for csf for infection on (B)(6) 2020 and the results were negative. The hcp completed wound wash out and closed the pocket. It was noted the issue was resolved.